Manufacturer narrative:
Based on the completed investigation, the burn observed on the plastic distal end cover was most likely caused by a high-energy device (such as a high-frequency instrument) being used without maintaining adequate distance from the tip. An electrical discharge may have occurred, allowing high-frequency current to pass through the affected components and resulting in localized scorching. However, the exact root cause could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that the c-cover and the distal end were burned due to close proximity to a high-frequency treatment device. There was no patient involvement.